Manufacturer narrative:
Consumer called stating that she has been having issues with her power chair. Invacare placed a follow up call to the consumer regarding incident. It was learned the wheelchair had a leaking shock and was reported to leak profusely. The front riggings got stuck in the elevated position and the end user was careful not to trip. At this time all is resolved. No injury. She is pleased all parts replaced without any charge.

Event description:
End user states leaking shock, sticky riggings. All repaired. Chair is currently in good working order. No injury (updated information given) - (B)(6) 2013.